Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software appeared to be working as designed. It was suspected that the issue was with the dvd. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735999rpend, lot/serial#: (B)(4). The ssd was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The reported problem could not be duplicated. It was installed into a known functional hard drive there were no errors reported. Fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation has not been done at the time of submitting this report. Software logs have been received but have not been evaluated. If information is provided in the future, a supplemental report will be issued.

Event description:
No issue was alleged. Medtronic received information regarding a navigation system found during servicing. It was reported that when trying to install a newer version of the application, the bundle would not verify and the representative (rep) received a message stating that unauthorized software was trying to be installed. The rep had used the same disk to install previously and it had no visible damage. After trying to do this the old version was gone from the system. The old version was unable to be installed as well. There was no patient present at the time of the event.

Manufacturer narrative:
The system was serviced in the field. The software would not install. The ssd was replaced and this resolved the issue. Method/result/conclusion codes are applicable to this analysis. Software logs have been received but analysis has not been done at this time. Section 'device' information references the main component of the system. Other relevant device(s) are: ssd 9735999 with s8 os s8 svc. If information is provided in the future, a supplemental report will be issued.